Event description:
Customer reported receiving a low reading of 51 mg/dl on their blood glucose monitor. The laboratory reference reading of 156 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
A health care facility reported one of their adc meters obtained imprecise readings of 60mg/dl and 300mg/dl within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. It is unknown which meter produced the reported results. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(4) 2010. In addition, the "device available for evaluation?" Has been updated to reflect the correct date. As per the arrangements discussed with the (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-2011 letter addressed to (B)(4).

Manufacturer narrative:
Although it is unknown which reported meter obtained the reported results, customer's meter (B) (4) has been requested back for investigation, and a supplemental report will be submitted once investigation results are completed.